Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation as well as stimulation on their right/left side and back during right ventricular (rv) pacing. High thresholds and muscle stimulation were also noted on the rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.